Event description:
New information received notes that on (B)(6) 2021, the physician elected to explant and replace the right ventricular lead. The patient condition was stable.

Manufacturer narrative:
Correction: b5 and d6b lead was explanted not capped.

Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, a partial connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information received notes on (B)(6) 2021, the physician elected to cap and replace the right ventricular lead. The patient condition was stable before, during, and afterwards.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing caused by noise on lead. No changes or intervention was performed. The patient condition was stable throughout.